Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The reported phenomenon was confirmed. The bending section cover glue was missing from the distal end of the device. The missing glue was not returned with the device. There were no signs of chemical and or physical damage on the bending section that could cause the bending section glue to break and/ or peel off. In addition the device passed the leak test. The exact cause of the reported phenomenon could not be determined at this time. A review of the device instrument history found that the device was last refurbished on (B)(6) 2015. In addition, an endoscopy support specialist (ess) has been dispatched to the user facility to perform an in service and review their reprocessing techniques. The instruction for use states, "do not strike, bend, hit, pull, twist, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/ or perforation. It could also cause parts of the endoscope to fall off inside the patient." If additional information becomes available at a later time this report will be supplemented.

Event description:
Olympus was informed that during an unspecified procedure, the ring at the tip of the device broke off and fell inside the patient. The physician retrieved the broken piece using a forceps. The intended procedure was completed using a similar device. No patient injury was reported. The device was returned to olympus for evaluation. No further information was provided.